Event description:
It was reported via medwatch "reporter de-accessed patient's port which was accessed with a huber needle set. Safety mechanism faulty and needle did not retract back completely." No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.